Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer attempted to deliver a correction bolus however was unable to because the pump stated the customer did not have enough insulin in the cartridge. The customer may have inadvertently entered an incorrect carb value into the bolus menu causing the reported issue. The customer's blood glucose was over 400 mg/dl. Reportedly, the customer requested the bolus again and it was successfully delivered by the pump.